Manufacturer narrative:
The ge svc rep performed an on-site investigation. The remote user interface was replaced. The sys was tested and operates as intended.

Event description:
The customer reported that the 9900 sys displayed a motion error message. No pt injury was reported.